Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observations indicates no damage to the suture bridge however the proximal portion of the anchor was broken. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. No further procedure details were provided to determine a root cause for this failure. It is possible the soft bone quality contributed to the anchor pull outs. A batch review was conducted and the results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. Based on the overall complaint rate for this failure, at this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that the surgeon had a arthroscopic rotator cuff repair today and was repairing the subscapularis with the 222295 anchor and when he was tying his knots, he noticed that the anchor had come out of the hole. He noticed that the purple suture was out of the anchor and the blue suture was pulling through the remaining anchor. He removed the 222295 and replaced it with a 5.5mm peek corkscrew anchor from arthrex. This anchor also pulled out as the bone quality was very soft, as the patient was (B)(6). He completed the repair with 4.5mm swivelock anchors. He used the 222316 4.5mm healix advance cortical tap/awl. Surgeon feels the bridge in the healix anchor failed and the sutures pulled through the anchor.